Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported via the implant patient registry that an 11500a 23mm aortic valve, implanted for 23 days, was explanted due to staph endocarditis, pannus, vegetations, dehiscence and pvl leak. The explanted device was replaced with a 11060a 23mm aortic valve conduit. Per the medical records, the patient presented with wound infection with positive blood cultures for staph and was found to have vegetations of the aortic valve. The patient underwent a redo avr. The valve was removed and replaced with a 23mm 11060a valve. The patient tolerated the procedure and was transferred to the ICU in stable condition. On pod #9, the patient was discharged home with home health in stable condition.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that an 11500a 23mm aortic valve, implanted for 23 days, was explanted due to unknown reasons. The explanted device was replaced with a 11060a 23mm aortic valve conduit.